Manufacturer narrative:
The lens was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Our records showed that all lenses for this lot passed the power inspection. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted in the right eye and the patient developed hyperopic vision 11 days after the implant. The surgeon performed a successful a yag for posterior capsule opacification and lasik for hyperopic outcome.